Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: >7.5; lab: 3.7. No anemia (hct on (B)(6) 2010 was 35.8%). No heparin/lovenox. No aps/lupus. Does have hypothyroidism, no amiodarone. No kidney/liver issues. No antibiotics.